Event description:
The reporting facility states that the coronary artery had been stented with two stents (made by another medical device MFR) but that a gap existed between them. The stenting physician decided to bridge the gap between the two stents with a cordis coronary artery stent. Prior to introducing the stent into the pt, the physician removed the stent from the intended delivery system and then bare mounted the stent onto another balloon catheter. The stent, as mounted onto this other balloon catheter, would not cross the lesion, and both devices were withdrawn from the pt. During withdrawal, the bare stent caught on the guiding catheter and subsequently embolized to the peripheral anatomy. No complications relative to this occurrence are reported.